Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm. The customer¿s blood glucose level was 188 mg/dl. The customer reported that failed battery test alarm reoccurred after inserting the new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test and unexpected battery out limit alarm noted.